Manufacturer narrative:
(B)(4):in the previous submission, the type of remedial action was submitted as a product correction. The type of remedial action taken by abbott was a recall.

Manufacturer narrative:
Internal identifier(s): = (B)(4). Concomitant medical device: architect i1000sr analyzer, list # 1l86-01, serial # (B)(4). Evaluation results: cross contamination was identified as a potential cause. Conclusion: (B)(4) manufacturing process. An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual grayzone/(B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/(B)(6) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Event description:
The customer noticed higher than normal (B)(6)/gray zone architect havab-m patient results when reagent lot 93794hn00 was in use and stated that havab-m initial (B)(6) results were high for their lab. The customer observed four gray zone results within the previous 2 weeks, and upon repeat testing, remained in the gray zone. These gray zone results were reported out of the lab as indeterminate. The customer stated the havab-m negative control was running as expected, although some imprecision was noted with the positive control. The customer further stated all other assays were running as expected. The customer was advised to perform a probe change and recalibration and additional troubleshooting measures with fresh havab-m calibrators. The customer provided an example of the havab-m gray zone result as follows: patient #4 initial result in triplicate: (B)(6). Repeat result in duplicate with a new sample: 1 (B)(6). There was no additional information provided by the customer and there was no impact to patient management.